Event description:
The pt reportedly experienced a blow to the head at the implant site in (B)(6) and then began experiencing shocking, static, pain and discomfort with device use. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. The pt's device was explanted in order to perform an MRI for the pt's neurological issues. The pt will be reimplanted at a later date.